Event description:
A pain pump allegedly manufactured by I-flow was used following pt's shoulder surgery in 2004, (second surgery for pt), pt was diagnosed with narrowing of the joint space and/or chondrolysis.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial rptr. The report did not provide any specific information concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump direction for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.